Event description:
In 2009, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The aneurysm extended into the right common iliac artery, and he also had an aortic ulceration in to thoracic aorta proximal to the celiac artery, possibly extending into the aneurysm sac. A healthy proximal landing zone could not be confirmed in pre- and intra- operative images evaluated by gore. Although iliac artery access was difficult, and the patient lost over 1 l of blood, he left the operating room in stable condition with no blood flow into the aneurysm sac. He expired 2 hours later, however, from unknown causes. No autopsy was performed.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Attempts to acquire information required for this form were made by gore. Add'l devices: pxl161007, pxc2012000.